Event description:
It was reported that during a transcatheter heart valve procedure, a temporary pacemaker was inserted. The patient underwent a left carotid cutdown under general anesthetic, and pre-dilatation was performed with a 22 millimeter non-medtronic balloon. Following pre-dilatation, the patient went into complete heart block and was supported by the temporary pacemaker. The patient remained hypotensive with aortic insufficiency (ai). The delivery catheter system (dcs) was inserted through an 18 fr non-medtronic sheath over a non-medtronic guidewire. Prior to the first deployment, the patient went into ventricular fibrillation, necessitating cardiopulmonary resuscitation (CPR) and external shocks multiple times. The valve was initially deployed to 80%, but the patient continued to experience ventricular fibrillation, requiring further CPR and shocks. Fluoroscopy revealed valve dislodgement into the ascending aorta, prompting recapture and redeployment to 80%. Again ventricular fibrillation was noted and required more CPR and shocking. Despite stabilization efforts, the valve dislodged again, requiring another recapture and redeployment. Once the patient began to stabilize, the valve was fully deployed with final depth measurements of 4mm non-coronary cusp (ncc) and 8 millimeter on left coronary cusp (lcc), achieving commissural alignment with no paravalvular leak (pvl) or ai. The patient was intubated with a temporary pacemaker and sent to recovery. Despite stabilization, the patient became neurologically unresponsive after sedation was weaned, and a brain scan showed multiple areas of infarct. Life support was discontinued, and the patient passed away two days post valve implant. Per the physician, the valve dislodgement was likely due to CPR and possible movement of the external sheath during the CPR.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, a temporary pacemaker was inserted. The patient underwent a left carotid cutdown under general anesthetic, and pre-dilatation was performed with a 22 millimeter non-medtronic balloon. Following pre-dilatation, the patient went into complete heart block and was supported by the temporary pacemaker. The patient remained hypotensive with aortic insufficiency (ai). The delivery catheter system (dcs) was inserted through an 18 fr non-medtronic sheath over a non-medtronic guidewire. Prior to the first deployment, the patient went into ventricular fibrillation, necessitating cardiopulmonary resuscitation (CPR) and external shocks multiple times. The valve was initially deployed to 80%, but the patient continued to experience ventricular fibrillation, requiring further CPR and shocks. Fluoroscopy revealed valve dislodgement into the ascending aorta, prompting recapture and redeployment to 80%. Again ventricular fibrillation was noted and required more CPR and shocking. Despite stabilization efforts, the valve dislodged again, requiring another recapture and redeployment. Once the patient began to stabilize, the valve was fully deployed with final depth measurements of 4mm non-coronary cusp (ncc) and 8 millimeter on left coronary cusp (lcc), achieving commissural alignment with no paravalvular leak (pvl) or ai. The patient was intubated with a temporary pacemaker and sent to recovery. Despite stabilization, the patient became neurologically unresponsive after sedation was weaned, and a brain scan showed multiple areas of infarct. Life support was discontinued, and the patient passed away two days post valve implant. Per the physician, the valve dislodgement was likely due to CPR and possible movement of the external sheath during the CPR. Additional information was received to report the patient had severe aortic stenosis. Clarification was received: the severe ai occurred after pre-implant balloon dilation and prior to the valve implant; therefore, it was central regurgitation. On the first post-operative day, the patient was weaned off of sedation. However, upon assessment the patient did not obey commands; the pupils were equal and reactive to light, but sluggish. The patient did not have visible meaningful motor responses and there was no motor response to deep central pain. The neurological report stated: ¿extensive area of diffusion restriction involving all lobes of the supratentorial brain as well as the bilateral basal ganglia and thalami and throughout the cerebellum in keeping with evolving infarcts. Many of the diffusion-weighted restriction lesions look like cortical infarcts especially the cerebellar and thalamic infarctions. Typically with hypoxic ischemic injury and other structures such as the dentate nucleus and basal ganglia are affected as well. It certainly possible that an element of these lesion may be hypoxic ischemic." Per the physician, the stroke was not related to either the valve or the dcs. It was noted the patient's calcified annulus, with a calcium score 1800, was a contributing factor to the stroke. The physician reported the patient's death was related to the patient's underlying condition in combination with the severe ai that presented after the pre-implant dilation. The physician noted the valve and dcs can be excluded as contributing to the patient's death. Per the physician, the patient "passed without distress with cessation of life support."

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Patient codes/annex e were added corrected data: b2. Outcome attributed to adverse event. Disability and hospitalization were omitted from the initial medwatch report. D. Suspect medical device full UDI# d10. This is a system report. The section d information is for the primary device, which was in use with the following: medtronic product brand name: evolut fx valve; manufactured date: 2025-03-11; use by date: 2027-03-11; full UDI#: (B)(4) h6. Patient codes/annex e codes added that were not included in the initial medwatch report. Additional codes. Health impact/annex f codes added that were not included in the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.